Event description:
Customer called to report that the access 2 immunoassay system generated one non-reproducible false positive accutni result for one patient sample. The first repeat result recovered within the risk stratification range. Additional repeat results by customer and the field service engineer (fse) were within the normal reference range. Customer stated that the result was not reported out of the laboratory. The sample was repeated on the same instrument, the result of which was reported. There was no death, injury or change to patient treatment attributed to or associated with this complaint. The fse inspected the instrument and performed a high sensitivity system check. The system check showed that all parameters passed within specifications. The fse also performed testing to verify accutni precision, the results of which met published specifications. The fse then ran accutni quality control (qc); the qc data showed that all parameters passed within customer's established limits. Finally, the fse ran five replicates of the patient sample in question; all results recovered as either 0.04 or 0.03 nanograms per milliliter (ng/ml). The fse did not find any hardware problems.

Manufacturer narrative:
The fse identified some sample handling issues. Customer centrifuges accutni samples on a fixed-angle stat centrifuge, resulting in the gel separator forming a 60 degree angle. As the instrument expects the gel separator to be horizontal, level sense (qns) errors will occur on short samples. Customer was lifting the sample tubes approximately one inch off the bottom of the sample rack in order to eliminate the qns errors caused by the angled gel separator. The fse discussed with customer proper sample handling techniques. Although some sample handling issues were identified, a cause for this event could not be determined with the information supplied. (B)(4).